Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused. This was observed during patient infusion with unspecified antibiotics at a rate of 100ml/hr and a volume to be infused (vtbi) of 100ml. The pump indicated "infusion complete" after 10 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4, h3, h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue.